Event description:
A patient reported they experienced the events of ¿pain¿ and ¿noticed a lump¿ with unknown mammary implant. A patient¿s legal representative reported a patient experienced the events of ¿defective breast prosthesis that is ruptured¿, ¿1 year after the surgical procedure of mastopexy with breast implants using allergan implants, the patient started to feel pain that has been gradually increasing, going from moderate to intense, as well as realizing the asymmetry between the breasts, going from discreet to visible which made it unsightly and visually unpleasant¿, ¿intracapsular and extracapsular rupture of the left prosthesis, as the prosthesis had broken and pulling the skin of her breast down, making it come into direct contact with her body¿, ¿the recall¿generated more fear for the patient¿, ¿extreme distress¿, ¿about to burst inside the patient's body, causing him severe pain¿, ¿two simple cysts in the left breast¿, ¿gross calcification on the left¿, ¿left breast implant rotation for about 2 months, with pain in the breast region and left axillary adenopathy¿, ¿severe pain in the left breast¿, ¿hardened prosthesis on the left and difficulty in mobilization¿, ¿nodule in the left armpit¿, ¿visualizing rotation of the silicone prosthesis to the left¿, and ¿signs of intra or extracapsular rupture¿ device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: lymphadenopathy, rupture and silicone migration.